Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a health care professional (hcp) that this right ventricular (rv) lead exhibited loss of capture. During testing, this lead would not capture at maximum output. The lead had shown an increase in pacing threshold measurements. There was no noise noted. A chest x-ray was done, and it did not show any changes. It appeared to be the same as the previous x-ray. A boston scientific technical services (ts) consultant was contacted, and ts discussed various possibilities. Ts also stated there could be a microdislodgement. A revision procedure was performed and this lead was surgically abandoned. A new rv lead was successfully implanted. No adverse patient effects were reported.